Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for failed back surgery syndrome. Information was reported that the patient mentioned her device has been dead for a couple years now. The patient said, back then she has not charged her ins for a while, and when she saw an employee of her healthcare provider (hcp), the patient was told the battery died and he was not able to "get it back". No further complications were reported. No patient symptoms were reported.